Event description:
The customer reported when the system is in ap position the live image disappears from the left monitor. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.